Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the device reload did not fire completely resulting to an incomplete staple line distally. In addition there were poor staple formation. Another reload was used to resolve the issue, in order to complete the case. There was no patient injury.